Event description:
Part of the polymer jacket of the mongo wire appeared to have sheared off. Unknown if the polymer jacket sheared in the stented segment or during removal from the vessel. No fragments of the polymer jacket appeared to remain in the vessel. No other device manipulations were involved, it was only the mongo wire in the vessel. The case was completed without issue as normal and that there were no adverse events during the procedure.